Event description:
It was reported that, "revision of gmrs femur. The pt was unstable. X-ray did not display the problem. During the revision it was discovered that the component was spinning from the femur shaft which resulted in a broken stem. A heavier, longer stem was implanted."

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.